Event description:
The surgeon reported that she performed a laparoscopy on a patient in 2002. There was some endometriosis, which was biopsied and fulgurated and an ovarian cystectomy was performed. The patient did well and returned to work by day 3. On day 4, the pt started to experience severe abdominal pain concentrated suprapublically. The pt was seen in the emergency room by a covering physician who performed a cbc and urinalysis. The wbc was 16.0, but the surgeon related that the patient has a chronically elevated wbc. The pt also has a history of glomerulonephritis. Pt had a fever of 99. Pt complained of dysuria but their urinalysis was negative. The patient was started on antibiotics. The pain persisted. The fever resolved and the wbc dropped to 15.4. On day 10, the patient was returned to the operating room and a laparoscopy was performed. The upper and mid-abdomen were normal. The omentum appeared to be caked and stuck to the bowel and everything else it touched. It was friable when manipulated with the probe. The uterus was adherent to the anterior abdominal wall. The adhesions were lysed with blunt dissection with some difficulty and the uterus dropped back into normal position. The omentum and bowel were adherent to the cul-de-sac. The ovaries were adherent to the side walls and the tubes appeared indurated and inflamed. There was no pus. The surgeon characterized the exudate as "sponge-like globs of solidified intergel". The substance was removed in "friable pieces". The peritoneal cavity was lavaged with 6 liters of saline. Cultures were obtained (results were not reported). The patient improved the following day and continues to improve. At the time of reporting the surgeon felt that the peritonitis reaction and the adhesions were related to the intergel.